Event description:
Procedure type: cholecystectomy. According to the reporter: less clips had been fired than is contained within the device. When the dr fired the clips on the cystic artery, the device cut the artery. Pt injury and blood loss was reported. Blood loss was less than 250ccs, operating room time was not extended by 30 minutes or more. Pt status: stable.

Manufacturer narrative:
(B) (4). (B) (4).